Event description:
Additional information received indicated this event was reported on a routine work order, routine service. No patient was involved.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the issue was due to normal wear as the pump was over 8 years old.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a check clutch/ plunger lever error in the event history log (ehl). An occlusion test was performed. The motor drive issue reported by the customer was confirmed during the test. The clutch halves were worn from normal use. The pump was over eight years old. Normal/expected wear was established as the root cause of the reported problem. The worn clutch halves were replaced.

Event description:
It was reported that the motor drive clutch plates on the medfusion pump needed to be replaced. No patient injury or complications were reported in relation to this event.